Event description:
Husband of consumer alleges she was going into the yard (B)(4) when the unit stopped abruptly causing her to fall out.

Event description:
Husband of consumer alleges she was going into the yard (sand and gravel) when the unit stopped abruptly causing her to fall out.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was evaluated and repaired by a field service technican. The device is now working properly.